Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected and no abnormalities were observed. Evaluation verified no difficulty of water flowing through the irrigation lumen and irrigation eye. The sample was sent for flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: do not use ointment or lubricants having a petroleum base. They will damage latex and may cause balloon to burst. Do not aspirate urine through the drainage funnel wall" (B)(4).

Event description:
It was reported that the catheter could not be flushed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter could not be flushed.